Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 4th june 2026, it was reported by an arthrex's employee via an email that for 1 unit of ar-2325pslc, suture anchor, peek swivelock®, 3.5 mm x 15.8 mm, vented, its anchor broke during insertion. This was detected during an open ligament repair surgery on a knee joint procedure on (B)(6) 2026. The procedure was completed successfully by using another new ar-2325pslc. There were no patient harm and no secondary procedure needed.